Manufacturer narrative:
The subject device has not been returned to olympus for investigation yet. Olympus will investigate the subject device to determine the cause of this phenomenon after olympus receives it. Olympus will submit a supplemental MDR report after the cause of this phenomenon is found.

Event description:
During the laparoscopic cholecystectomy with the subject clv-s190, the cooling fan of the clv-s190 did not work and the emergency lamp started up. The user facility replaced the system including the subject clv-s190 to another system to complete the procedure. There was no report of the patient injury other than replacing the device.